Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial#: (B)(4), product type: recharger. Product ID: 97740, serial#: (B)(4), product type programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the desktop charger connector pin was broken. The patient reported that the ins went dead because they were not feeling stimulation. It was reported that the recharger was not charging the implant. The patient reported that the patient programmer screen was blank. No patient complications have been reported because of this event.

Manufacturer narrative:
Product ID 37761, serial# (B)(4), product type: recharger. Product ID 97740, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Addition information received from the patient reported that the issue about not feeling stimulation was resolved by using the handheld device to turn the stimulation on. The patient reported that they were now feeling stimulation.